Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead impedance was high. The threshold was also high and there was no capture. An x-ray showed where a fracture of the lead was visible between the first rib - clavicle area. The lead will be extracted and replaced. No patient complications were reported as a result of this event.